Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The crt-d was later explanted and replaced due to the abnormal battery depletion which was specified to be premature. The depletion was noted to be secondary to a chronically elevated left ventricular (lv) lead pacing threshold. Lv output was reportedly reduced and the lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had abnormal battery depletion. The device remains in use. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.